Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited low impedance, no capture, the helix and would not retract and a stylet would not go down the lumen of the lead, high threshold, insulation damages and a fracture. The pacing lead was capped and replaced. No patient complications have been reported as a result of this event.